Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a breast reduction procedure on unknown date and suture was used. Following the procedure, the patient experienced reaction and wounds have been occurred on the breast at the place of the incision. The surgeon opined that this is an allergic reaction related to the suture. Additional information has been requested.